Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The recorded blood glucose level was 140 mg/dl. The customer's device was scheduled for return, and a replacement pump with a new serial number was issued.